Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 102mg/dl. The customer states their blood glucose might have been about 700mg/dl, but they were not sure. The customer states they treated the high levels with the pump. The customer believes the high levels may have been attributed to a kidney infection. Troubleshoot was conducted, and the customer was advised to monitor the device and call back if issues persist.